Event description:
The laser fiber broke just behind the handle at approximately 30kl. Burnt the dr's finger. Able to use another fiber successfully. On 5/8/07, boston rep talk to dr. Who explained it was what he thought could have been a 1st degree burn. He said it was like a pinpoint deep, but it did not blister. He applied silvadene cream to the burn. He said he was fine and that he was able to finish the case with another fiber successfully and the pt was fine. Service notes. Light erosion of capillary, fiber broken within peak tubing at hole. Fiber was broken while firing. Filed MDR for silvadene cream.

Manufacturer narrative:
Light erosion of capillary, fiber broken within peak tubing at hole. Fiber was broken while firing. No further conclusion can be drawn regarding root cause.